Manufacturer narrative:
The reportable awareness date should be (B)(6) 2021, as provider notes was received on this date indicating the malfunction associated with the product.

Event description:
Related manufacturer reference number: 2017865-2021-32354. It was reported the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was over-sensing noise leading to high capture thresholds. The patient was asymptomatic. The ra lead was capped on (B)(6) 2021 and the patient was stable throughout the procedure.